Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Reported event was confirmed with x rays and pictures provided. The liner shows black debris on the inside of the bearing, as well as a large indentation on the outside of the bearing typically found when the bearing rubs on a shell. X rays demonstrate polyethylene wear versus fracture of the acetabular cup. Punctate metallic foci along the inferior aspect of the joint could represent metallosis or evidence of polyethylene liner fracture. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00591.

Event description:
It was reported the patient underwent initial tha. Subsequently, asymptomatic patient returned for routine check with surgeon who discovered via x ray potential poly dislocation. Arthroscopic exploration approximately 2 years later revealed poly dissociation and performed closed reduction. Subsequent re dislocation at disclosed time and then revised again a few months later. Surgeon performed a head and bearing exchange. No further event information available at the time of this report.